Event description:
A report was received that alleges that the cuff deflated after an unk amount of time in use. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Upon initial visual inspection, the cuff was found to have a small tear measuring 0.6mm in length. An attempt was made to inflate the cuff, but inflation was not possible as air would immediately escape through the tear. The configuration of the tear is a straight line; its location and physical characteristics are consistent with having been damaged, most likely while it was inflated. Manufacturing does a 100 percent inflation test of the cuffs and had the tear been there at that time it would have been detected. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.